Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent a left upper extremity arterial-venous fistula procedure on (B)(6) 2016 and topical skin adhesive was used. During the procedure, when the ampoule was squeezed, a piece of glass broke through. No adverse patient consequences were reported. No additional information was available.